Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 24-apr-2024, it was reported that the infusion set's tubing got detached where the tubing connects to the resevoir tubing connector (p-cap). The blood glucose level of the patient was 22 mmol/l. The site location was right side of patient's abdomen and the pump was in the right pocket. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 23 mmol/l. No further information was available.